Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received button error alarm, and the device became blocked. It was reported that the customer's blood glucose level was 451mg/dl. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump received with intermittent up and down arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and cracked reservoir tube.